Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).

Event description:
The hospital reported that vasoview hemopro 2 is defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The only report I have so far is 'defective evh kit'. I have asked the customer for more information. Customer service: please ship a replacement vh-4000 to my trunk stock and I will deliver. Thank you!

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and evidence of blood or tissue were observed. The heater wire was flexed away from the hot jaw and was detached at the tip. Tissue and char buildup was observed on the jaws. The wire remained in place at the base of the jaws. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 sn (B)(4) at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using the max life test method . The device activated and transected tissue five (5) times with no cautery failure observed. The jaws were cleaned of debris and char gently with saline and gauze pad as indicated in IFU . A temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was confirmed for the analyzed failure "heater wire- bent and detached. " spection actions for this failure mode are being documented and maintained under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that vasoview hemopro 2 is defective. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The only report I have so far is 'defective evh kit'. I have asked the customer for more information. Customer service: please ship a replacement vh-4000 to my trunk stock and I will deliver. Thank you!